Event description:
The consumer reported receiving a burn to her left hip from the heating pad. She did seek medical treatment for her burns. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.